Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the alarm level sensor was disconnected from the back of the safety monitor. The user reported the pins got stuck in the connector. The user replaced the level detection circuit board and the level sensor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.